Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated by the programmer. An out of range telemetry noise message was observed. The health care professional (hcp) unplugged the wand and plugged it back but continued to have an out of range telemetry message. The hcp used a magnet to interrogate the crt -d and got a continuous tone but then no tones were heard. Several months before the device was checked by a sales representative and the battery was reported low. A device check has been scheduled for routine follow up. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated by the programmer. An out of range telemetry noise message was observed. The health care professional (hcp) unplugged the wand and plugged it back but continued to have an out of range telemetry message. The hcp used a magnet to interrogate the crt -d and got a continuous tone but then no tones were heard. Several months before the device was checked by a sales representative and the battery was reported low. A device check has been scheduled for routine follow up. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.